Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The roller pump display was replaced as precaution and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was intermittently going off and on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.